Event description:
Event description: cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a loss of pacing functionality and would not communicate with a programmer.